Event description:
It was reported that patient death occurred. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect for laac kit was selected for use. The patient was under conscious sedation and was not snoring. The physician successfully performed the transseptal puncture at mid-mid under intracardiac echocardiography (ice) guidance. The physician went left sided with the rf pigtail wire, connect dilator and watchman sheath (was), the patient started snoring. The rf wire and dilator were removed from the patient. The patient took a deep breath in, and the physician felt they sucked air in through the was. The physician assessed the position of the was and confirmed it was still in the left atrium. At this time the patient became bradycardic and went into heart block. The patient was intubated, and chest compressions were performed. Once intubated the tee probe was dropped, 10% ef was noted. The physician placed a non-boston scientific heart pump to help the patient. The patient did not recover from this event and the patient died. The official cause of death was due to a myocardial infarction. The device is not expected to be returned for analysis (disposed). There was no difficulty noted with the tsp workflow. Air embolism was not recognized on imaging. The sheath valve was open when the versacross dilator was taken out, and then subsequently closed after it the dilator was out. During aspiration, there were no catheter present in the sheath when the gurgling was noted. Then the versacross rf wire was put back up. There was no versacross device malfunctions reported. In the physician opinion, the watchman sheath hemostasis valve should have been better designed to mitigate air in conscious sedation patients.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.